Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that the sr6 image is very poor suddenly. It was stated it was washed out and they could not make out the vein on the phantom. Multiple probes were tried with the same results.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of poor image quality was inconclusive because neither the reported issue nor clinical setting could be reproduced during evaluation. The sr6 scanner was returned from the customer to the manufacturer site. The manufacture site reported that the scanner passed functional testing requirements. Manufacturing records were also reviewed and no potential contributing factors were found during manufacture and quality inspection of the device. The returned system did not display the behavior reported by the complainant and it is likely that the event was caused by another root cause. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that the sr6 image is very poor suddenly. It was stated it was washed out and they could not make out the vein on the phantom. Multiple probes were tried with the same results.